Event description:
The manufacturer received information alleging the real time clock was offset. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of the real time clock offset was confirmed. Unrelated to the original complaint, the display screen was found to be shattered which would require replacement of the liquid crystal display screen. However, no repairs were competed because the device was scrapped.